Event description:
It was reported that guidewire tip detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial artery. A 300cm straight tip v-14 control wire was crossed the lesion. However, while attempting to cross the lesion, the tip of the guidewire was fractured. The device was retrieved with a snare and was successfully removed from the patient. Another v-14 wire was then used to cross the lesion and the procedure was completed successfully with balloon angioplasty. Standard patient follow up done. No further patient complications were reported.